Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported that technologist shot exposure transferring image came up on monitor then whole system locked up. The technologist rebooted pc, reshot patient with same results. The message was displayed indicating transferring images for a long time on monitor, then the system locked up. One patient had to have one extra x-ray exposure resulting in unintended radiation exposure.